Event description:
It is reported that the pt was revised for recurrent dislocation.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the stem implant from which the head was removed is unk. Since no x-rays were provided, the anatomic positioning of the implants prior to their removal is unk. One or a combination of the following mechanisms may contribute to dislocation: unsatisfactory placement of the component parts (shell, stem, or liner); extent of component stability; extent of soft tissue tension; pt behavior. Based on the info provided, a definitive cause for the experience of recurrent dislocation cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.